Manufacturer narrative:
Analysis received the unit with blank display due to missing battery tube spring. Analysis was unable to verify for excessive no delivery alarm or motor error alarm. However, motor passed motor test. Analysis was unable to perform the displacement test.

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was 63 mg/dl at the time of incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.